Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. The customer resolved the issue by clearing the alarms and resuming insulin, and will reload the same cartridge if the alarms persist.